Event description:
As stated by the customer 2012-(B)(6): damage found to the sling when in use. There is also a problem of label readability in use sling which are laundered/wiped.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation. The eval of the device to date has been carried out by a rep of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer.